Event description:
On (B)(6) 2011, the patient/lay-user contacted lifescan (lfs) alleging that he was experiencing a broken casing issue with his one touch ultramini meter. The medical surveillance specialist (mss) spoke with the patient on (B)(4) 2011 and obtained the following information the patient reported that the alleged issue with the subject meter getting 'ran over by a car and been smashed to pieces' occurred on (B)(6) 2011 at 3 am. He stated that he tests his glucose 4x/day and manages his diabetes with novolog and humulin (self adjuster) and due to the alleged issue he continued his usual dose of medication. The patient claimed that '14 hours later' after the alleged issue started, he felt 'shaky, nauseated and with cold sweats', which he usually associates to a hyperglycemic state. He reported that in response to his symptoms, he self treated with 22u of humulin and called his doctor for a phone consultation. According to the patient, the doctor advised him to take an additional 4u of humulin, which he took about 30 minutes later, after he took the first 22u. There was no other device available at the time of concern. During the initial call with customer service, the agent noted that the issue was not resolved. Replacement products were sent to the patient. This complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of hyperglycemia after the reported issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k061118.